Manufacturer narrative:
Investigation summary bd received samples from the customer for investigation. All customer samples were tested and the indicated failure mode for defective marking, damaged tube, fm in gel, dirty cap, dirty tubes, and air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 144 bd vacutainer® sst¿ blood collection tubes contained foreign matter, 2 had non-cosmetic molding defects, and 38 contained air bubbles. The following information was provided by the initial reporter: "the following issues were found in tubes (367968) from lot 0135357: defective marking ×144 damaged tube ×2 fm in gel ×3 dirty cap ×1 dirty tube ×31 air bubbles ×38".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 144 bd vacutainer® sst¿ blood collection tubes contained foreign matter, 2 had non-cosmetic molding defects, and 38 contained air bubbles. The following information was provided by the initial reporter: "the following issues were found in tubes (367968) from lot 0135357: defective marking×144 damaged tube ×2 fm in gel ×3 dirty cap ×1 dirty tube ×31 air bubbles ×38".